Manufacturer narrative:
Additional information was received that the physician will relocate the pocket site due to pocket discomfort and will replace the ipg per preference. No device malfunction was suspected.

Event description:
A report was received that the patient will undergo a revision wherein the ipg will be replaced and relocated for unknown reason.

Event description:
A report was received that the patient will undergo a revision wherein the ipg will be replaced and relocated for unknown reason.